Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the 3778-60 lead found all conductors were broken 15.0 cm from the distal end. Analysis of the 3778-75 lead found insignificant anomalies; the lead body was cut through and segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that while the event date was asked for, the specific event date is unknown at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3778-75, serial/lot #: (B)(4), ubd: 07-sep-2014, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 29-oct-2014, UDI#: (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that one of the patient¿s two leads had high impedances and that ¿lead fracture was suspected.¿ the patient¿s implantable neurostimulator (ins) and leads were replaced at the time of report and the issue was resolved. The high impedances was confirmed by the hcp prior to the scheduled replacement. It was noted that since the replacement operation was given a priority, the lead with the suspected fracture was cut during the replacement procedure. There were no external factors reported to have led or contributed to the event. There were no further complications reported or anticipated.